Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] underwent the surgical repair of a hernia several weeks ago. During the call, the pd registered nurse (pdrn) expressed concern regarding the patient¿s ongoing drain complications being the result of adhesions from surgery. The pdrn will be attempting to instill activase into the pd catheter (not a fresenius product) one final time to improve drainage before consulting the doctor. During follow-up, the patient¿s pdrn confirmed the patient underwent outpatient (scheduled) inguinal hernia surgery in (B)(6) 2023 (exact date unknown). The patient had been experiencing drain complications and diagnostic studies identified an inguinal hernia which was not present prior to the patient starting pd for rrt. The patient successfully underwent a surgical hernia repair and was discharged later the same day in stable condition. In the weeks that followed, the patient continued to experience drain complications and instilling activase on (B)(6) 2023 was unsuccessful in improving drainage. The patient was sent to the hospital for a temporary hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd for rrt on (B)(6) 2023. Currently the patient is waiting to see the surgeon to discuss next steps and is tolerating the transition well. The pdrn stated the patient¿s cycler did not malfunction nor fail to perform as expected; however, its usage likely created or contributed to the creation of the umbilical hernia.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] underwent the surgical repair of a hernia several weeks ago. During the call, the pd registered nurse (pdrn) expressed concern regarding the patient¿s ongoing drain complications being the result of adhesions from surgery. The pdrn will be attempting to instill activase into the pd catheter (not a fresenius product) one final time to improve drainage before consulting the doctor. During follow-up, the patient¿s pdrn confirmed the patient underwent outpatient (scheduled) inguinal hernia surgery in (B)(6) 2023 (exact date unknown). The patient had been experiencing drain complications and diagnostic studies identified an inguinal hernia which was not present prior to the patient starting pd for rrt. The patient successfully underwent a surgical hernia repair and was discharged later the same day in stable condition. In the weeks that followed, the patient continued to experience drain complications and instilling activase on (B)(6) 2023 was unsuccessful in improving drainage. The patient was sent to the hospital for a temporary hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd for rrt on (B)(6) 2023. Currently the patient is waiting to see the surgeon to discuss next steps and is tolerating the transition well. The pdrn stated the patient¿s cycler did not malfunction nor fail to perform as expected; however, its usage likely created or contributed to the creation of the umbilical hernia.